Event description:
Arjohuntleigh received a customer complaint where it was indicated that the caregiver attached the sling clips of the legs at first and then tried to attach the shoulder clips but it was not possible and therefore the spreader bar was lowered once again. In this moment one leg clip detached unobserved. Resident fell out of the sling during raising. As a consequence of the event the resident received laceration on the head which needed stitches. Suspicion of concussion of the brain.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). Additional information will be provided following the conclusion of the investigation.